Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced tass (toxic anterior segment syndrome) the day after the surgery. The patient was prescribed with steroid eye drop the day after the symptom to see the condition. The anterior chamber washout was performed as the symptom showed no improvement. Additional information has been requested.